Event description:
During a laparoscopic colectomy procedure, after ten minutes of use on the pt's colon, the blade stopped working properly and the generator displayed a blade tip error. Or personnel performed the test a second time, and the generator displayed the same error again. Then they tried removing the instrument from the handpiece, cleaning it and attaching it again, but the generator kept displaying a blade tip error. During the test, the blade tip broke. Another instrument was used to finish the case. There were no adverse pt consequences.